Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 450cc mentor cpx 4 breast tissue expander. Post-operatively, the patient was diagnosed with a deflated right breast implant by a medical professional as volumetric deficiency of the right breast was observed. As a result, the patient underwent breast tissue expander removal on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 18, 2025, the mentor analysis lab received the suspect medical device for evaluation. On march 19, 2025, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and two tears (a and b) were noted on the anterior aspect, the tear a measuring approximately less than 0.1 cm and the second tear (b) between the union of the shell and bladder, at 1 o¿clock. In addition, no other tears were detected during the analysis. Microscopic examination was performed on the edges of the rupture a and b, and parallel striations were found in the whole area of the tear a. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. However, the cause of the tear b could not be determined. Although no conclusion could be reached on the cause of the rupture b, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. In addition, the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. Based on the information currently available, microscopic examination of the tear a in the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).